Event description:
(B)(4) is the initial importer of the device which is a walker.the end-user was utilizing the walker to transfer from his wheelchair to his recliner. The angled leg of the walker reportedly bent causing him to fall on his paralyzed side. He hit his head. At the hospital they glued the laceration shut. He also suffered a bruised rib and black eye.